Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is due to malfunction of the ap board inside the cv-190 and the worn-out video connector causing a failure in the image transmission between the scope and video processor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation, the unit failed inspection for no image with the 180 scope due to faulty patient board set that required replacement. Additionally, worn out video connector caused poor connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display images with 180 scopes. There was no patient involvement, no harm or user injury reported due to the event.